Event description:
During the procedure the stent delivery system (sds) balloon would not inflate during deployment. The sds was removed with some difficulty and a new balloon catheter was used to post dilate the stent after a dissection was observed proximal to the stent. The dissection was treated with two stents with a good result. Reportedly, there was no patient effects.